Event description:
The customer stated, he accidentally primed while he was connected to the infusion set. The customer also stated, he drove to the nearest hospital for treatment of low blood glucose levels. In addition, the customer stated the insulin pump was also alarming after he primed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.